Event description:
According to the reporter, during an event, the device was unable to fire, the green button was not pressed and the handle cannot be squeezed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.